Manufacturer narrative:
One cardiomems power supply was received for product analysis. Visual inspection revealed a small portion of exposed but not frayed internal wires at area where the output cable joins the strain relief on power supply body. No visible damage was observed on any other returned cables and cords associated with power supply connections.

Event description:
This report is to advise of an event observed during analysis confirming exposed wires of the power supply cord.